Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.